Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters products are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 14s crosser cto recanalization catheter returned for sample evaluation. During visual inspection no kinks were noted to the catheter and no other anomalies were noted to transducer handle, saline hub, or distal tip. Marker band is present and undamaged. Material separation is noted approximately 2 mm from below the distal tip. Functional testing was not performed due to the condition of the device. Therefore, the investigation is confirmed for the identified material separation, as the material separation was noted approximately 2 mm from below the distal tip. The investigation is inconclusive for the reported activation problem, as functional testing was not performed due to the condition of the device. A definitive root cause for the alleged activation problem and identified material separation could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 08/2022). H11: b5, h6 (result and conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a recanalization procedure, the catheter allegedly had activation problem and material separation. It was further reported that another catheter was used to complete the procedure. There was no reported patient contact.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters products are identified in procode and PMA/510k. (Expiry date: 08/2022).

Event description:
It was reported that during a recanalization procedure, the catheter allegedly had an activation problem. It was further reported that another catheter was used to complete the procedure. There was no reported patient injury.